Event description:
It has been reported to us that during the procedure, the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the aspiration catheter and performed aspiration on the vessel. The physician attempted to deflate the occlusion balloon, however, the occlusion balloon would not deflate. The physician inserted and advanced a guide wire into the patient and advanced it forward into the occlusion balloon resulting in deflation. The physician removed the occlusion balloon wire from from the patient. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.